Manufacturer narrative:
Date of death - aware date of (B)(6) 2023 used as date of death is unknown. Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Fifteen (15) days post index procedure, the patient experienced cardiac arrest at home and died.